Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the device detected a valid impedance through the multifunction cable/pads, but the device was in an ECG lead view while in an ECG lead fault. There is no evidence in the log that the users changed the lead view to pads, or that they pressed any of the defib function keys which would have toggled the lead view to pads. Analysis for reports of this type has not identified an increase in trend.